Manufacturer narrative:
The hillrom service technician inspected the bed and found the power cord to the blower had been damaged. The power cord had been ran over by the bed and sustained damage. The compella bariatric bed system is intended to provide patient support in health care environments and may be used in a variety of settings including, but not limited to, acute care, including critical care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). It is capable of being used with a broad patient population as determined appropriate by the caregiver or institution and is intended for patients between 113 kg and 454 kg (250 lb and 1000 lb). Instructions for use state to avoid risk of electric shock, examine the product for damage prior to use. Before you transport the bed, make sure that the power cord, hoses, and other equipment are correctly stowed. If damage has occurred to either power cord or any of its components, immediately remove the bed from service, and contact your facility-authorized maintenance person or hill-rom technical support. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The hillrom technician replaced the power cord and the bed functioned as designed. Although this event did not result in an injury or serious deterioration in the state of health of the staff member, if the event were to recur, a serious injury could occur from a shock. Therefore, this complaint is considered reportable. Based on this information, no further action is required.

Event description:
Hillrom received a report from a customer stating a staff member got shocked after touching a damaged power cord on a compella bed. The bed was located at the account. There was no report of harm to the staff member at the time the initial report was received. Follow up with the customer confirmed there was no injury to the staff member and no medical intervention was reported. This report was filed in our complaint handling system as complaint #(B)(4).